Manufacturer narrative:
MFR was notified of this event 8/2/2006, however, co was not notified of this event until 9/5/2006. Results eval: a complete investigation cannot be performed as the user facility did not save the sample. Two potential scenarios could result in the tip end of the catheter remaining in the pt: 1) catheter cut possibly by withdrawal back through the tuohy needle (during catheter insertion procedure) or 2) catheter stretched and snapped due to entrapment between vertebrae. Our instructions for use have a precaution that states: "never withdraw the catheter back through the touhy needle."